Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Tegaderm on top of statlock fell off without nursing noticing to notify np. During patient transfer bed to parent line snapped. A new PICC line was not prescribed , but a new piv was placed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection of the sample confirmed the silicone extension was detached from the catheter tubing just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which is indicative of a tensile force applied to the catheter. A definite root cause for the breakage is not certain. Due to the jagged edges, possibly an excessive force was applied to the catheter. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely the result of an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
Tegaderm on top of statlock fell off without nursing noticing to notify np. During patient transfer bed to parent line snapped. A new PICC line was not prescribed , but a new piv was placed.